Event description:
A distributor from france reported an issue where the touchscreen of a medical device was unresponsive. There was no information available regarding the impact on the customer's blood glucose level. The customer decided not to return the pump, resulting in the closure of the complaint without further action.